Event description:
It was reported that the patient presented for a procedure due to twiddler's. The right atrial (ra) lead was dislodged due to twiddling of the implantable cardioverter defibrillator (ICD). The ICD was still in the initial pocket area but had been flipped from its initial position at implant. Loss of slack was also observed on the right ventricular (rv) lead. During the procedure, the leads were disconnected to unwrap the leads from the ICD. The physician took the silicone boot off of the header to fully engage a wrench and loosen the screw enough to get the right ventricular (rv) lead out. The set screw fell out of the header when disconnecting the rv lead. It was not certain whether the set screw was fully stripped or cross threaded while attempting to disconnect the rv lead. The ra lead was capped (B)(6) 2025, the rv lead was given more slack, the ICD was explanted and replaced. The rv and left ventricular (lv) leads were left in place, implanted and remain in use. The patient was stable.